Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report loss of consciousness and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient was found unconscious by her sister-in-law, who then administered glucagon. Patient was unresponsive and sister-in-law called the paramedics. Paramedics treated the patient with 1oz of glucagon. Patient did not require hospitalization. At the time of contact with dexcom technical support, patient was in good condition.